Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2020-00981.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral vein using an indigo system lightning aspiration tubing (lightning). During the procedure, the lightning tubing appeared to be clogged with the clot; therefore, the physician disconnected the lightning tubing from the catheter. Then, attempted to connect a 30cc syringe to the lightning tubing and flush it to the canister. However, the unit turned red when the physician flushed with the saline. The lightning unit was power cycled; however, the unit stayed red. Therefore, the lightning was removed and not used for the remainder of the procedure. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: (B)(4). 1.section b. Box 5. Describe event or problem h3 other text : placeholder

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral vein using an indigo system lightning aspiration tubing (tubing). During the procedure, the tubing appeared to be clogged with the clot; therefore, the physician disconnected the tubing from the catheter. Then, attempted to connect a 30cc syringe to the tubing and flush it to the canister. However, the unit turned red when the physician flushed with the saline. The tubing was then disconnected and reconnected; however, the unit stayed red. Therefore, the tubing was disconnected and not used for the remainder of the procedure. The procedure was completed using a new tubing. There was no report of an adverse effect to the patient.